Manufacturer narrative:
(B)(4). Date sent: 6/10/2026. D4: batch # a9915m. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw fractured at the bifurcation. Additionally, one (1) partially formed clip was returned inside a plastic bag. Due to the condition of the device, functional testing could not be performed to evaluate the reported incident. The device was subsequently disassembled, during which corrosion was observed throughout the fractured region. Furthermore, two (2) remaining clips were identified within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Device history review: a manufacturing record evaluation was performed for the finished device batch a9915m number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the device quality issue. Did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc)? Did the clip not hold on the vessel or tissue once placed? Was the device on a vessel/artery when it would not open? If yes, how was the device removed? (Cut off, forced open) if the device was cut off, was there any damage to the vessel/tissue? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, the surgeon requests the ligamax 5 mm, which is provided, moments later he comments that the ligamax 5 mm is failing and it is not performing the correct stapling and requesting that it be replaced. No patient consequences were reported.